Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the pump screen became unresponsive during a supply change, and functionality was restored after the user placed the pump on the charger, after which the site change was completed and insulin delivery was resumed. There were no adverse clinical effects reported. A blood glucose value of 174 mg/dl was reported, with no impact on overall glycemic control attributed to the event. The outcomes included no injury, no requirement for medical intervention, and no hospitalization. An investigation was conducted, which included telephone troubleshooting and user education. Review of the available information indicated a transient user interface display issue that resolved with charging, consistent with a temporary screen or power-related interaction without recurrence or associated alerts. Based on previously established findings for similar reports, it was concluded that the cause was user interface or power state behavior that was addressed through standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.